Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the connector pin bent, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and connector issue is noted.. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
Infection was reported. The leads were also explanted and reported to have vegetation present. The leads were also replaced. No further patient complications have been reported as a result of this event.